Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed that the pump was in poor condition; the top case was chipped and cracked and the bottom case was damaged. The pump history log confirmed that there was a check clutch/plunger lever error. It was determined that the check clutch/plunger error was due to the clutch halves being worn out from normal use. The clutch half's were replaced clearing up the problem. The damage to the case was also repaired. The pump passed all function and delivery tests following the repair.

Event description:
It was reported that there was a clutch plunger lever issue occurred on a medfusion® 3500 syringe pump. There was no reported patient involvement.